Manufacturer narrative:
Block a: no report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the drive gas check valve.

Event description:
The distributor reported high pressure was noted on the unit. There was no report of patient involvement.